Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited sudden high out of range left ventricular pacing impedance measurements greater than 3,000 ohms. Additional information has been requested but was not provided at this time. This crt-d remains in service. No adverse patient effects were reported.